Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The complaint could not be verified. The lot number for the device is 540742; product is 82-1750. Review of the history device records confirmed the device, product 82-1750, with lot number 540742, conformed to the specifications when released to stock on july 25, 2014. Review of the sterilization certificate conformed to specifications when released on july 15, 2014. No root cause could be determined since no sample was returned for evaluation. No corrective action is needed based on the results of the evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
On (B)(6) 2014, a catheter (821750, lot 535155) was implanted in the patient. This catheter was connected to a eds3 system (821731, lot cphbm2). On (B)(6) 2014, a new catheter (821750, lot 540742) was implanted. This time it was connected to a medtronic drainage system (46913, lot 208469054). At this moment the patient is seriously ill. The hospital identified the source of the infection: klebsiella oxytoca. Please notice we also submitted a very similar complaint ((B)(4)), with the same infection klebsiella oxytoca. Condition of the patient was critical. Additional information received: the hospital informed us today that the devices are not available for investigation. They also informed us that the second operation was performed because the patient had a fever due to the infection. (B)(6) 2014, additional information received: was the infection present after the first device was implanted, if so, was that device removed while a new device was implanted? Yes, the infection came up right after the first device was implanted on (B)(6). No, the first device was already removed two days after the implantation because there was no more drainage. A second device was implanted on (B)(6). The second device that was implanted, is it also being reported that both devices appear to be the cause of the patient¿s infection? The fever came up after the implantation of the first device on (B)(6), but the cause of the infection is unclear. They decided to remove the first device two days after the implantation, because there was no more drainage. The complaint form indicates that both devices are still implanted. Can you please confirm that? No. There is only one device still implanted. The devices will not be returned for investigation are you able to provide me with a pathology? We don¿t have a pathology at our disposal and it¿s unlikely the hospital will provide us with this. If the devices are still implanted what actions did the surgeon take to treat the patient due to the infections? Unknown.